Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. The device was inspected on site. Eval summary: although there was no serious or severe injury as a result of this instance, the device malfunctioned (drifted) and this malfunction could have caused or contributed to an adverse health event. The boom is not intended to be held in place by other devices which was the case for this instance. Had the boom drifted into the sterile field, the sterility of the procedure could have been affected. In addition, a drifting boom could have impacted a doctor or nurse which could also have lead to an adverse sequence of events. This not a single use device.

Event description:
(B)(4). (B)(6) has reported that they have defective boom has on more than one occasion resulted in a near contamination of the surgical field. Two weeks ago the defective boom nearly hit one of my nurses in the head.